Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient had an infection. It was stated that the factors that might have led to the infection was patient health and that as for action and intervention taken, the device was explanted and the issue was resolved. No further complications were noted or anticipated